Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included apnea, anemia, chlamydial infection, anxiety, sore throat, myalgia, peritonsillar abscess, insomnia, rectal bleeding, constipation, anal fissure, external hemorrhoids, internal hemorrhoids, chills, fever, hemoptysis, viral pharyngitis, angioedema, urticaria, muscle pain, bladder infection and irregular menstruation. Concomitant products included oral contraceptive nos from 2017 to 2018 for bleeding menstrual heavy as well as clindamycin from (B)(6) 2013 to (B)(6) 2013, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, diazepam from (B)(6) 2013 to (B)(6) 2013, docusate sodium from (B)(6) 2014 to (B)(6) 2015, drospirenone + ethinylestradiol (yasmin), ethinylestradiol;etynodiol diacetate (kelnor), ethinylestradiol;norethisterone acetate (microgestin), fluoxetine hydrochloride (prozac), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2013 to (B)(6) 2013, hydrocortisone acetate since (B)(6) 2018, hydrocortisone since (B)(6) 2018, ibuprofen (motrin), ibuprofen from (B)(6) 2013 to (B)(6) 2017, isotretinoin (claravis) since (B)(6) 2017, metronidazole from (B)(6) 2013 to (B)(6) 2013, mupirocin since (B)(6) 2018 and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding") and abdominal pain ("pain abdominal"), 20 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced urinary tract disorder ("bladder or urinary disorder") and bladder disorder ("bladder or urinary disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (exploratory laparotomy with bilateral complete removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, fatigue, urinary tract disorder, dyspareunia, vaginal discharge and bladder disorder had resolved, the depression, anxiety and migraine outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome for previously reported events physical pain/ pain and bladder or urinary disorder were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included apnea, anemia, chlamydial infection, anxiety, sore throat, myalgia, peritonsillar abscess, insomnia, rectal bleeding, constipation, anal fissure, external hemorrhoids, internal hemorrhoids, chills, fever, hemoptysis, viral pharyngitis, angioedema, urticaria, muscle pain, bladder infection and irregular menstruation. Concomitant products included oral contraceptive nos from (B)(6) to (B)(6) for bleeding menstrual heavy as well as clindamycin from (B)(6) 2013 to (B)(6) 2013, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, diazepam from (B)(6) 2013 to (B)(6) 2013, docusate sodium from (B)(6) 2014 to (B)(6) 2015, drospirenone + ethinylestradiol (yasmin), ethinylestradiol;etynodiol diacetate (kelnor), ethinylestradiol;norethisterone acetate (microgestin), fluoxetine hydrochloride (prozac), hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2013 to (B)(6) 2013, hydrocortisone acetate since (B)(6) 2018, hydrocortisone since (B)(6) 2018, ibuprofen (motrin), ibuprofen from (B)(6) 2013 to (B)(6) 2017, isotretinoin (claravis) since (B)(6) 2017, metronidazole from (B)(6) 2013 to (B)(6) 2013, mupirocin since (B)(6) 2018 and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding") and abdominal pain ("pain abdominal"), 20 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse") and vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced urinary tract disorder ("bladder or urinary disorder") and bladder disorder ("bladder or urinary disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (exploratory laparotomy with bilateral complete removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the vaginal haemorrhage, menorrhagia, headache, fatigue and dyspareunia had resolved and the depression, anxiety, migraine, urinary tract disorder, vaginal discharge and bladder disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received : events added- urinary tract disorder, vaginal discharge, bladder disorder, lower back pain. Events outcome updated, events onset date added, concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included apnea, anemia, chlamydial infection, anxiety, sore throat, myalgia, peritonsillar abscess, insomnia, rectal bleeding, constipation, anal fissure, external hemorrhoids, internal hemorrhoids, chills, fever, hemoptysis, viral pharyngitis, angioedema, urticaria, muscle pain, bladder infection and irregular menstruation. Concomitant products included oral contraceptive nos from 2017 to 2018 for menorrhagia as well as clindamycin from (B)(6) 2013, cyclobenzaprine from (B)(6) 2014 to (B)(6) 2015, diazepam from (B)(6) 2013, docusate sodium from (B)(6) 2014 to (B)(6) 2015, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2013, hydrocortisone acetate since (B)(6) 2018, hydrocortisone since (B)(6) 2018, ibuprofen (motrin), ibuprofen from (B)(6) 2013 to (B)(6)-2017, isotretinoin (claravis) since (B)(6) 2017, metronidazole from (B)(6) 2013 and mupirocin since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding") and abdominal pain ("pain abdominal"), 20 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and dyspareunia ("painful intercourse"). The patient was treated with surgery (exploratory laparotomy with bilateral complete removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage, depression, anxiety and migraine outcome was unknown and the menorrhagia, headache, fatigue and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet and medical records. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ heavy bleeding, depression, mental anguish, migraines, headaches, pain abdominal, fatigue, painful intercourse and plaintiff did not underwent essure confirmation test. Medical history, concurrent condition and concomitant medication. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.